Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection and their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead have been extracted. No further patient complications have been reported as a result of this event.